Event description:
It was reported that during a da vinci-assisted procedure the clips would not deploy appropriately. The customer reported event has no report of patient injury. On 05/05/2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: clips would not deploy appropriately. It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clips would not deploy appropriately. There was no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. Issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement or to the clip applier jaws remaining static/not moving when surgeon commanded movement. A backup was used to resolve the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.